Event description:
It was reported that ten of the 24g x 0.56in (0.7 x 14 mm) insyte autoguards experienced product damage with the hub missing the connection to the introducer. The customer stated, "I am reaching out in regards to hospital of central CT (act: 10051996), they are experiencing issues with their 24g x.56in insyte autoguard. I understand the packaging was recently changed but the customer is claiming that the catheter seems a bit different. The claim is that the yellow part of the hub doesn¿t have a connection to the introducer, on the old one there was. When they put the IV in, the hub rolls/spins."

Manufacturer narrative:
Investigation: during DHR review 2 non-related qn were initiated during the production of the lot, disposition, root cause and corrective actions were applied per control plan. All other challenge, set-up and in-process inspections were performed in accordance with the quality control plan and all passed per specification. Received 7 iag 24ga units within sealed packages from lot number 8275536, all contents within were intact. Visual/microscopic evaluation: ¿ no evidence of physical-mechanical damage was observed on any of the components of the received units ¿ the threads on the adapter were present per specification and no damage was observed. Fluid test: connected a lab provided luer lock syringe filled with food coloring/water mixture to each one of the adapters. The connections were secure and no resistance was felt, the liquid was flushed through the catheter with no signs of leakage. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten of the 24g x 0.56in (0.7 x 14 mm) insyte autoguards experienced product damage with the hub missing the connection to the introducer. The customer stated, "I am reaching out in regards to hospital of central CT (act: 10051996), they are experiencing issues with their 24g x.56in insyte autoguard. I understand the packaging was recently changed but the customer is claiming that the catheter seems a bit different. The claim is that the yellow part of the hub doesn¿t have a connection to the introducer, on the old one there was. When they put the IV in, the hub rolls/spins."